Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional catheter and suffered an artery dissection requiring cardiac catheterization with coronary stent placement. During the procedure, while the physician was manipulating the catheter, the left anterior descending (lad) coronary artery was dissected. Cardiac catheterization with coronary stent was performed. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit for observation. There is no information regarding extended hospitalization as a result of the adverse event. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically regarding maneuvering of the catheter and navigation.